Event description:
It was reported that the lead had perforated, confirmed via x-ray. The patient came in to the clinic complaining of abdominal pain and diaphragmatic stimulation. The r-waves had also decreased. Hence, the lead was repositioned.

Manufacturer narrative:
No medwatch form was received.